Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer encountered an error 23062. Prior to calling, the user had power cycled the system with no change. The technical support engineer reviewed the error logs and identified an error 23062 on universal surgical manipulator (usm) 3 drive 2. The tse walked the caller through selecting "retry" with no change. The tse walked the caller through an emergency power off (epo) of the robot with no change. The caller stated the surgeon needed all four system arms for the case and was going to swap the robot to proceed. The procedure was completed robotically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer disabled the faulting usm and completed the procedure robotically with the three remaining system arms. There was no harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The error was confirmed to have occurred in the system logs. A review of the system logs revealed a possible related system error 23062 indicating the 3 phase motor did not respond as expected on the universal surgical manipulator (usm). The usm was analyzed by fa and found to be able to start in normal mode, accept multiple instruments and be drive throughout each of its axes with no errors. The unit also passed fiber power, sine cycle, carriage strength check, carriage verify calibration, and insertion friction tests. While a definitive root cause could not be established as failure analysis did not replicate the reported complaint, investigation revealed the degree of freedom (dof) 7 stator and rotor are potential causes of the issue.

Event description:
Refer to h11 for follow-up information.